Manufacturer narrative:
Inspected 1 random opened/used sensor and performed continuity resistance test. Sensor failed per specifications. Also found cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
The customer reported via phone call that they had sensor reading discrepancies and the insulin pump went into threshold suspend. The customer stated that the sensor was reading in the 50 and 60 range, but blood glucose value was about 90 mg/dl at the time of suspend. The customer also reported receiving calibration error and change sensor alerts. The customer stated they removed the sensor and the cannula was bent. The customer was advised about insertion and calibration best practices. The sensor was returned for analysis.